Manufacturer narrative:
Product event summary: analysis confirmed the reported issue, the epg was full of contamination, rust, and corrosion. There was evidence of someone other than a manufacturer's representative disassembling and reassembling the epg. It was also found that the upper case was broken out around the menu encoder, and the encoder flex was damaged from breaking of the case. The red battery wire was broken off the connector, the menu knob was missing, and both output nuts were discolored.

Event description:
The external pulse generator (epg) that was returned after getting wet subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.